Manufacturer narrative:
A visual inspection was performed on the returned device. The reported bunched polymer and torn polymer were confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that after advancing the guide wire into the anatomy, the polymer was observed to be bunched and torn. Analysis of the returned wire noted holes in the polymer consistent with repeated interaction with an accessory device or the anatomy. Additionally, the polymer was bunched distally, indicating the wire was pulled against resistance. In this case, it is likely that the wire was manipulated against resistance, resulting in the polymer bunching and tears. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the posterior tibial artery (pta). The ht command guidewire (gw) was advanced into the anatomy however the coating on the gw was noted to be bunched and torn. The gw was replaced with a non-abbott gw and the procedure was completed. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.